Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the customer in doing so successfully; the malfunction did not recur, and the customer was advised to continue using the pump while being instructed to call back if the issue reoccurs.